Manufacturer narrative:
Mfg records for both the pulse generator and the lead were reviewed. Vns therapy system labeling lists infection as a potential adverse event possibly associated with surgery. Review of mfg records for both the pulse generator and the lead confirmed sterilization of the devices prior to distribution. The vns therapy system is indicated for use as an adjunctive therapy in reducing the frequency of seizures in adults and adolescents over 12 yrs of age with partial onset seizures that are refractory to antiepileptic medications. In the us, the vns therapy system is approved for use in adults and adolescents over 12 yrs of age with partial onset seizures that are refractory to antiepileptic medications.

Event description:
Reporter indicated that the generator and lead were explanted due to an infection. The explanted products were discarded by the implanting facility, and will not be returned to cyberonics for analysis. F/u with the treating physician revealed that the pt reported the "wire started popping out of the chest with pus". No info has been obtained from the surgeon. The pt does not pick at the device site, and has not experienced any trauma to the device area.